Event description:
Spouse of patient reported that one day last week a v-go fell off after patient sweated, at work. Spouse did not recall how long it had been worn before it fell off nor the specific date of the event. Patient discarded v-go.